Event description:
As reported, the blood return indicator of a 7f exoseal vascular closure device (vcd) did not function normally, as blood flow continuously presented as pulsatile spurting during use. The physician released the plug based on the color of the indicator window. The deployment button was fully pressed; however, after removal from the patient, the plug did not detach from the device. There was no reported patient injury. The procedure was performed using a retrograde approach. The physician was trained and certified to use the device. No visible damage to the device or packaging was noted prior to use. An unknown catheter sheath introducer was used for the procedure. The device and sheath were connected without difficulty, the indicator wire cowling locked against the handle assembly, and an audible click was heard. During retraction, the device and sheath were retracted together; however, blood flow did not significantly slow or stop. The indicator window displayed black and later red color during retraction, with red observed when the physician pulled further to confirm device position. The physician¿s thumb was not placed on the plug deployment button during retraction. Upon removal from the patient, the indicator wire loop was not deployed. No damage was noted to the indicator window or bleed-back indicator. Femoral artery suitability was confirmed on angiography, including appropriate insertion angle (30¿45 degrees). The vessel diameter was greater than or equal to 5 mm, with no visible calcium, plaque, stent, or stenosis greater than 50% at or near the puncture site. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use. The device will be returned for evaluation.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.